Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the fiber connection to the robot was not working and replaced the card cage to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis of the card cage is in progress at the time of this report. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a startup message indicated the robot was not connected or powered on, and the customer had already rebooted the system multiple times without improvement. The customer then confirmed the blue fiber cable was fully seated at both the robot and the tower, reseated the same cable at both ends, and rebooted again, but the issue persisted. The customer observed that the indicator light next to the upper-left fiber port on the tower (the port used for the robot connection) had been flashing. Technical support then had the customer try a different blue fiber cable by swapping in a spare on the same tower port, but the error still persisted. The customer next moved the tower-to-robot fiber connection from the upper-left port to the other available (lower) port on the tower and rebooted, but the error continued. The procedure outcome is unknown with no reported injury.